Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/10/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter tip broke inside the patient's glenoid during insertion on (B)(6) 2023. The procedure was a labral repair. The anchor was placed in a low position and the drill guide was levered against the humeral head to gain a correct position. A straight guide was used and it appeared the metal tip was buried within the glenoid bone. The case was completed and the inserter tip remained in the patient. During a post-operative office visit, it was confirmed via x-ray that the broken fragments backed out of the glenoid approximately 1cm and will need to be removed. Additional information received on 7/13/2023: revision surgery was performed on (B)(6) 2023 and the broken inserter tip was successfully removed. The procedure was a basic shoulder arthroscopy. The surgeon created three portals, two posterior and one anterior. A needle driver was used arthroscopically and percutaneously to grab the small, exposed portion of the inserter tip and pull it from the bone. The total procedure time was less than 20 minutes.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation it was noted that the tip of the inserter had broken off of the full length of the inserter. The length of the broken piece was found to be 0.48 inches. The thickness of the device was found to be 0.015 inches. This is within the requirement of 0.015 ± 0.001 per drawing c15947. The width of the broken piece was found to be 0.063 inches which meets the drawing requirement of 0.062 ± 0.001 inches. The bone quality was noted to be hard and the corresponding drill and drill guide were used to prepare the bone. Excessive impaction and prying/leveraging the device can cause inserter breakage. As it was noted that the drill guide was levered against the humeral head to gain a correct position, the most likely cause can be attributed to prying and or leveraging the device. Functional testing was not performed due to the damage to the device.